Event description:
Pt's status post spiral blade and nail implantation returned to surgeon. An x-ray showed the spiral blade was backing out of the nail. Surgeon noted bony union had occurred and the pt was healed. Surgeon removed the hardware and replaced with another blade and end cap.

Manufacturer narrative:
Subject device not explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed no conclusion could be drawn as no product was returned and no lot number was provided. Without a lot number, the device history record review cannot be requested.